Event description:
It was reported that the patient suffered falls and near syncope due to intermittent loss of capture on the right ventricular lead. The patient also had pauses of up to seven seconds. The threshold was variable and high. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and no anomalies were found during analysis. Blood/body fluid was noted on all conductors (not obstructed) and all conductors were cut. The outer insulation was melted, had cosmetic depression and cosmetic environmental stress cracking. Apparent explant damage was also noted.